Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was not turning on at all despite being plugged in. A hardware failure message was present on the screen, but there was no option to recover anything. All refrigerator medications were unavailable for selection. The machine had been turned off and on multiple times. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer (fse) verified the connection between the smart remote manager and the main unit and used hardware test application to confirm proper operation. The srm cables were reseated to ensure stable connectivity. The system functioned as intended after the field service engineer (fse) resolve the issue.